Event description:
It was reported that 1 syr 3ml ll w/ndl eclipse 21x1-1/2 rb tw from lot# 8327538, and 1 syringe from lot# 8302609 leaked before use. The following information was provided by the initial reporter: "cmt: leaks".

Manufacturer narrative:
Investigation summary: one hundred representative eclipse samples and eighty four (fifty representative samples were from batch 8327538 and thirty four representative samples were from batch 8302609) representative samples were received by our quality team for evaluation. Leak testing was performed on all samples received and all samples passed the test. No leakage was observed from the eclipse and syringe product; therefore, the failure cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage cannot be determined. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8327538. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-23. Medical device lot #: 8302609. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-29. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syr 3ml ll w/ndl eclipse 21x1-1/2 rb tw from lot# 8327538, and 1 syringe from lot# 8302609 leaked before use. The following information was provided by the initial reporter: "cmt: leaks".